Event description:
It was reported that this tachy lead was an attempted implant due to lead was fractured during the procedure. The physician thought that the patient tortuous anatomy caused the fracture or fraying of lead. A new lead with the same model was implanted. No adverse patient effects were reported.

Event description:
It was reported that this tachy lead was an attempted implant due to lead was fractured during the procedure. The physician thought that the patient tortuous anatomy caused the fracture or fraying of lead. A new lead with the same model was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the tachy lead was performed. A complete lead was returned destroyed with lead length approximately at 905 millimeters. Visual inspection showed that the polytetrafluoroethylene (ptfe) insulation was bunched, and conductor coils were deformed due to the insulation pushing o the coils. Moreover, the stylet became stuck in the lead due to bunched ptfe and deformed conductor coils. The lead was ultimately pulled with force, causing the high voltage cable to fracture, the coil is extremely stretched, and the insulation to tear around the circumference approximately 460 millimeters from the terminal pin. Furthermore, this type of damage has been deemed a design issue.